Event description:
Customer reported via the sales rep that the patient was revised 4 months post-op, due to broken gamma nail and lag screw. The customer further reported that initial procedure took place on (B)(6)2009. A follow up was done on 03/25/10, where it was found that the distal screw were broken. On the (B)(6)2010, it was found that the gamma nail was broken. Revision surgery took place on (B)(6)2010.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same patient as MDR 9610622-2010-00279.